Event description:
While the device was at the repair bench, the philips bench technician observed the display was damaged. There was no patient involvement. The manufacturer's bench repair technician evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the display assembly, which was replaced and the device was returned to full functionality. The device was returned to the customer site and no further evaluation is warranted at this time.